Event description:
It was reported that during a lap sigmoid colectomy procedure, the surgeon used two devices during the procedure with two hand pieces .the disposable devices stopped activation during the case due to the min button was not working. The second device was able to be used with the footswitch to complete the procedure. It was noticed that both of the hand pieces have cracks in the housing. There was no adverse consequence to the patient reported.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the instrument was received with the nose cone cracked. The hand piece was tested on a generator and found to be functional. However, it no longer meets design specifications for impedance. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument.